Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 417 (mg/dl) and large ketones. Customer changed pump supplies and delivered a bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion site.